Event description:
It is reported that a customer was hospitalized on (B)(6) at 415-4:30 pm for a high blood glucose level of 800 mg/dl. The customer stated that the pump did not deliver insulin as it should have which let to the hospitalization visit. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, and cracked battery tube threads.